Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: * on 29-sep-2016, a medtronic representative went to the site to test the equipment, and obtain system logs. The imaging system passed the system checkout and was found to be fully functional. *the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, prior to a case, when moving the image acquisition system (ias), low battery was noted and the system began to shut down. They re-connected the mvs and re-booted the system after 30 minutes and the ias could be moved. During the spinal fusion procedure, when rotating the tube and detector, after releasing the button the tube and detector continued to rotate. They pressed the rotate button again and functionality was restored. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.